Event description:
Customer reported the alarm is not in working condition. Customer could not provide any more info. Customer did not provide the date when this was found. No pt incident or injury was reported.

Manufacturer narrative:
Eval results: eval of the returned product found that nurse call light goes off when the cable is moved while plugged into the nurse call receptacle. There is a rattling noise heard inside the alarm case. No external damage found to the alarm case. (B)(4).